Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the failed cutter insertion, the bearings were worn out and loose which created a situation where the cutter could not be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the bearing in the attachment device was failing. During pre-repair diagnostics assessment, it was observed that the tip of the attachment device bearings and extension sleeve were damaged, the ball bearings fell apart (came apart) and the balls on the device were missing. It was further determined that the device failed the following pretests: cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.